Event description:
It was reported that there were unacceptable thresholds, sensing difficulty, and suspected insulation damage. The lead was explanted and replaced with another lead of the same type. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary pjn368687v no anomalies found; full lead returned for analysis.